Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture (loc) in the right ventricle (rv) during a pacing threshold test. The device was at 3.5v when loc was observed. The technician pressed the end test button, but capture was not restored within 4 to 4.5 seconds. The patient passed out and started to convulse, then was back to normal within a minute. Available device data was sent to technical services for review. Engineering confirmed there were no resets or abnormal faults. The most recent stored episodes were reviewed and the device responded correctly to each type of episode. The device appeared to be functioning normally. Technical services discussed the possibility of oversensing as a cause, but without electrograms available, this could not be confirmed. It was discussed that during a threshold test, when telemetry is broken the device will stop the test and will display a message that telemetry is required during the threshold test. It is possible that the end test button was not pressed on time to result in the significant delay. No additional adverse patient effects were reported.